Event description:
On 09/04/2025, it was reported by a sales representative via (B)(4) that an ar-13995n scorpion needle tip broke. The broken needle tip is in the soft tissue of the patient and will be monitored over time. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used.